Event description:
The report from the affiliate indicated that approx seventeen days after the index procedure, the pt returned for a pci procedure for another vessel (right coronary artery-rca), coronary angiography and ivus demonstrated that thrombus was present in the previously implanted cipher stents. The pt was not symptomatic. The sub acute thrombosis (sat) was treated by ptca. The pt was reported to be in stable condition eleven (11) days after the intervention. The physician's comment regarding the possible cause of the thrombotic event was that it may have been due to the inability to treat the slow blood flow due to the distal vessel being narrow in addition to the pt's poor cardiac function.

Manufacturer narrative:
The index procedure was an elective case. The target lesion(s) were the proximal and mid portion of the left anterior descending (lad) coronary artery. The target lesion(s) were reported to be: de novo, eccentric, totally occluded thrombotic lesions, 30 mm in length, 3.0-3.5 mm vessel diameter, and type c. Aspiration of the thrombus was done. The lesion was pre-dilated with a 3.0/20 mm balloon at 14 atm for 30 sec. A cypher 3.0/18 mm stent was implanted at 16 atm for 60 sec. An additional cypher 3.5/18mm stent was implanted at 16 atm for 60 sec proximal to the initial stent in overlapping fashion. The stents were not post dilated. After the pci procedure, the blood flow was noted to be slow but was not treated because the distal/peripheral vessel was narrow. An intra aortic balloon pump (iabp) was inserted. Ivus was done. The flow pre-procedure was timi 0 and post-procedure was timi 2. The residual stenosis was 0%. An act was reported to be 300. Please note that device (lot# i0306107) is distributed outside the united states; however, it is similar to the united states product. The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2006-00790, and # 9616099-2006-00791.